Event description:
The endowrist one vessel sealer instrument was returned to intuitive surgical, inc. Without a complaint. Intuitive surgical, inc. Has made several attempts to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report.

Manufacturer narrative:
The endowrist one vessel sealer instrument was returned and evaluated. Failure analysis investigation found that the blade was exposed. Upon initial inspection, there was minimal debris on the knife slot. Instrument was placed on an in-house system and it failed the self-check on first attempt. After aligning the blade, instrument passed the self-check test. In addition, the insulation of the conductor wire was found to be damaged and missing material. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the additional observation of the conductor wire insulation with missing material could likely cause or contribute to an adverse event, if the malfunction were to recur.